Event description:
A report was received that the patient will undergo an explant procedure due to pocket pain and discomfort at the pocket site.

Event description:
A report was received that the patient will undergo an explant procedure due to pocket pain and discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was experiencing pocket discomfort and soreness at the midline incision sites, however the reason for explant was due to the therapy was not helping as much as it used to.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70 serial # (B)(4) description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure due to pocket pain and discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.